Event description:
User facility mandatory medwatch received that stated: "plum pump was reportedly programmed by nurse to infuse IV immunoglobulin (1000cc bottle) at 500cc/hr for two hours. The pump ran the medication in one hour. No harm to pt or side effects noted. Facility biomed performed a flow test and could not recreate the same scenario. There was no history provided by the pump to verify what information the nurse had programmed in." Upon further query, the following information was provided that indicated that the pt received more medication than intended. The customer contact indicated the device was programmed to deliver 1000ml of immunoglobulin, at a rate of 500ml/, and for a duration of 2 hour. It was reported that in one hour, the medication was delivered. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.